Event description:
While the phlebotomist was performing a venipuncture on a pediatric pt and was using the bd vacutainer push button blood collection set (lot #4251949) ref # 367342, phlebotomist noticed that the blood was not flowing into the vacutainer tube, but was leaking out onto the drawing table, she quickly changed the hub to a syringe but the blood specimen was not flowing into the syringe either but leaking onto the drawing table and to her gloves. Second event: (B)(6) 2015: inserted butterfly needle into pt's vein. When the blood started filling the tube it started leaking from the plastic winged assembly that holds the needle. We immediately stopped the blood draw and apologized to the pt's mother that there was a malfunction with the needle and reassured her that the baby was not harmed but that we would have to redraw the specimen. Also see mw5043102.